Event description:
On (B)(6) 2022, the customer reported false elevated troponin I (access high sensitivity troponin I) patient results involving the laboratory's unicel dxi 600 access immunoassay analyzer (serial number (s/n) (B)(4)). The customer reported that one patient had an initial questioned elevated hstni result of 41.8 ng/l (no data was provided). The patient was retested on (B)(6) 2022 with repeatable false elevated results: 1,557.8 ng/l and 1,544.4 ng/l, repeated on other dxi 600 instrument (s/n (B)(4)) at 1,666.5 ng/l and 1,580.6 ng/l. The customer reported that the myoglobin patient result was found at 931.93 ng/ml the same day and the troponin t was found at 190 ng/l (roche methodology). The patient with atrial fibrillation without thorax pain underwent coronary angiography based upon the elevated access hstni results (no date provided). The hstni results did not match with the coronary angiography result (no myocardial infarction was found). The patient has history of myositis (auto-immune disease). No hardware errors or other assay issues were reported in conjunction with this event. System check passed on 06dec2022. Calibration passed on 22nov2022 with reagent lot: 233835 and calibrator lot: 125541. Quality control (qc) was passing within the laboratory¿s established ranges. Three (3) patient samples were sent to the chu (complaint handling unit) for interference testing. No issues with sample integrity were reported by the customer. Sample tube collection type was not provided. Sample processing information such as centrifugation time, speed and temperature were not provided.

Manufacturer narrative:
The full patient identifier is (B)(4). The customer did not supply patient demographics such as weight, ethnicity or race. The access high sensitivity troponin I reagent was not returned for evaluation. No hardware errors, flags or other assay issues were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. There is no evidence of any potential carryover. No other patient results were called into question. The myoglobin patient result was found at 931.93 ng/ml. The customer reported that the patient has history of myositis (auto-immune disease). The customer also reported that the troponin t patient result was found at 190 ng/l (roche methodology), concordant with the troponin I results. The troponin results did not match with the coronary angiography result (no myocardial infarction was found). Three patient samples were sent to the chu for interference testing. Patient samples were first tested neat for hstni assay. The marseilles chu obtained high results. Customer's result was therefore confirmed. An interference testing, using different blockers, was then carried out. The blockers used in the interference testing consist of pool 1 (polymak 33 and hbr-1) and pool 2 (goat, mouse, rabbit, sheep and bovine iggs) composed of animal derived antibodies. Pool 3 (ap mutein, scavenger alp), a pool of blockers related to alkaline phosphatase, was also tested. Interference antibodies interaction are listed in the limitations section of the hstni IFU. This interference testing did not allow to detect interference since none of the blockers used modified the signal. According to hstni instruction for use (IFU), part number c11140 m, it states: « numerous pathologies can potentially cause troponin elevations without overt ischemic heart disease. These pathologies include, but are not limited to, congestive heart failure, acute and chronic trauma, electrical cardioversion, hypertension, hypotension, arrhythmias, pulmonary embolism, severe asthma, sepsis, critical illness, myocarditis, stroke, non¿cardiac surgery, extreme exercise, drug toxicity (adriamycin, 5¿fluorouracil, herceptin, snake venoms), end stage renal disease, and rhabdomyolysis with cardiac injury¿. Both elevated troponin I and t doses could be explained by other pathologies than myocardial infarction.". In conclusion, the cause of this event cannot be determined with the available information. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.